Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
One of the two brush heads of dual clean brush head broke off in mouth [device breakage]; no adverse event [no adverse event]. Case description: a consumer of unspecified age and gender reported that he/she had just begun to use a new oral-b dual clean brushhead on his/her oral-b rechargeable toothbrush, version unknown, when one of the two brush heads broke off in his/her mouth. The consumer stated that the brush head was from a pack of three, and he/she was apprehensive about trying the other two. No symptoms developed.

Manufacturer narrative:
On 21-jul-2016 product investigation results: reporter returned one toothbrush head on 22-jun-2016. Toothbrush head confirmed to be counterfeit.

Event description:
One of the two brush heads of dual clean brush head broke off in mouth [device breakage]. No adverse event [no adverse event]. Product counterfeit [product counterfeit]. Case description: a consumer of unspecified age and gender reported that he/she had just begun to use a new oral-b dual clean brushhead on his/her oral-b rechargeable toothbrush, version unknown, when one of the two brush heads broke off in his/her mouth. The consumer stated that the brush head was from a pack of three, and he/she was apprehensive about trying the other two. No symptoms developed.